Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received the same pump error alarm several times. Their blood glucose was unknown. They also reported a crack in the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit not received stuck in manufacturing mode. Unit passed sleep current measurement, active current measurement and self test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to constant pump error 41 alarms during rewind. Pump error 41 alarms due to moisture damage on the motor. Unit received with cracked case on battery tube area. Unit received with cracked battery tube threads, scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons, severely faded end cap address label, peeling end cap address label and moisture damage on force sensor assembly.